Manufacturer narrative:
(B)(4). Device is not available for analysis.

Event description:
Per the clinic, the patient experienced an electrode extrusion, resulting in surgery to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.